Event description:
The customer reported via phone call that she had blood glucose problems all day long. Customer needed a carb ratio changed. Customer's blood glucose was 530 mg/dl. Customer stated that she could not get her high blood glucose down and then it finally went low. Customer stated that she then had a short period of normal blood glucose before it went low. Customer mentioned that she needs to be retrained on the pump. Customer declined troubleshooting for high or low blood glucose because she already performed troubleshooting for those issues yesterday. Customer declined assistance with contacting a trainer. Customer was assisted with changing the carb ration.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.